Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported that the screw broke while inserting it in the tibia tunnel, the tunnel size was 9mm and the screw size was 9mm and we used the (B)(4) guide wire.